Manufacturer narrative:
Approximate age of device- 11 months (calculated from the date when the mobile power unit was issued to the patient.). The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that device interrogation revealed multiple no external power alarms. The patient was reported to be asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed multiple low power hazard events that appeared to have occurred while the vad was connected to a mobile power unit (mpu). The customer was informed that the events may have potentially been caused by the power cord of the mpu coming loose at the mpu. During these events the system controller's internal battery supplied power to the pump as designed. No other unusual events noted in the log file. No additional was information provided.

Manufacturer narrative:
The reported event of no external power alarms while on the mobile power unit (mpu) was confirmed based on the information recorded in the log files provided by the customer. The event log file contained approximately 10 days of events, recorded from (B)(6) 2018 to (B)(6) 2018. Low power hazard and no external power alarms were recorded on 04aug2018 at 7:55, 7:59, and 9:12 while the system was powered with an mpu. The associated voltages levels indicated that mpu power was lost. An additional no external power event was recorded on (B)(6) 2018 at 13:52. The associated voltage levels indicated that both of the controller¿s power cables were briefly disconnected from 14v batteries during a power exchange. Pump support was not affected and the system was supported by the emergency backup battery (ebb) during the events. Multiple attempts for additional information, including the mpu serial number, were sent to the customer; however, nothing was provided. No further information was provided. The manufacturer is closing the file on this event.